Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red and itchy rash under the front therapy electrode. During a follow up, the patient reported that her doctor recommended an over-the-counter antihistamine for the irritation. The rash was reported to be improving.